Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a 5.8 cm thoracic aortic aneurysm. The proximal thoracic aorta has a very tight arch and angulation of 50 degrees, and the aortic neck was 41-42 mm in diameter. Iliac vessel morphology was reported as no tortuosity and no calcification. It was reported that when deploying the talent stent graft, a misaligned deployment occurred. The physician pulled the device back slightly; however, the misalignment was not corrected. As the stent graft had good seals, the physician decided not to intervene any further. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: tight aortic arch with angulation. Conclusions: tight aortic arch with angulation.